Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and is not available as the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The day following the procedure the patient experienced balance issues while walking. They were admitted to the hospital and an MRI was performed, showing "multiple emboli scattered in her brain's blood vessels". No interventions were required, and the patient is expected to fully recover with rehabilitation. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.